Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report low blood glucose levels. The customer also stated that she could not get the battery cap off and the battery had died. The customer took the device to her doctor's office where the nurses were able to remove the battery cap, and they had found that the threads were eroded. The customer's blood glucose level at the time of incident was 45 mg/dl. The customer treated with juice, yogurt, and a bolus. The customer completed troubleshooting. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was informed that the product would be replaced, and to return the malfunctioning product back for analysis.

Manufacturer narrative:
The pump passed the operating currents, unexpected restart error, and displacement tests. However, the pump gave a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery tests due to the alarm. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a stripped battery cap coin slot and cracked battery tube threads.